Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose in the 300's mg/dl, with nausea and unknown ketones, and was hospitalized and treated with insulin injections. Patient had been performing a prime function on (B)(6) 2016 when a call service alarm occured, and patient was unable to complete the function without the alarm recurring. Patient had discontinued pump use. This complaint is being reported as the issue was not resolved and the patient experienced hyperglycemia.